Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy procedure on 21nov22, when it was reported, ¿the cup on the uterine manipulator came off and detached when removed at the end of surgery.¿. The procedure was completed without an alternate device. There was no report of injury to the patient or user. There was no report of medical intervention or extended hospitalization. After further assessment, the sales representative reported,"the device was removed from the patient and upon removal, it fell apart. The device was not inside the patient therefore it did not require retrieval.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the device breaking apart is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A device history record review found no abnormalities that would contribute to this reported event. A two-year lot history review was conducted and found no similar events reported for this failure and lot number. A two-year review of complaint history revealed there has been a total of 50 reports, regarding 69 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy procedure on (B)(6)2022 , when it was reported, ¿the cup on the uterine manipulator came off and detached when removed at the end of surgery.¿. The procedure was completed without an alternate device. There was no report of injury to the patient or user. There was no report of medical intervention or extended hospitalization. After further assessment, the sales representative reported,"the device was removed from the patient and upon removal, it fell apart. The device was not inside the patient therefore it did not require retrieval.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.